Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Supply changes were performed to resolve the alarms. Reportedly, the customer was using fiasp insulin within cartridges. Customer's blood glucose was 250 mg/dl.